Event description:
On (B)(6) 2013, the reporter contacted animas stating a few days ago the pump delivered a bolus without user intervention. The keypad buttons reportedly were hypersensitive and caused scrolling. Customer support reviewed the pump history and noted multiple 0.0 unit and a 1.0 unit bolus occurred on (B)(6) 2013 and a 1.0 unit bolus on (B)(6) 2013. The patient denied moisture or damage to the pump. The patient reportedly locked the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: review of the bolus history verified the reported boluses. On investigation, the pump was exercised for 24 hours with no un-programmed boluses occurring during testing. Test boluses were performed successfully and accurately recorded in pump history. Investigation confirmed the boluses in the pump history but was not able to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.